Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set appeared cut. The pump tubing slide clamp "cut tubing and patient leaked blood all over". The volume of blood leakage was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.